Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history in the past 12 months. The initial customer issue was confirmed; however, further investigation identified a separating downstream occlusion (dso) seal. The dso seal was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for missing battery guide in battery compartment, during device analysis, a separating downstream occlusion (dso) seal was found. There was no patient involvement.